Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v988003, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she felt paresthesia in the wrong location. She felt sudden painful stimulation in her leg. Decreasing the stimulation did not relieve the pain and the patient wanted to switch programs. The patient turned stimulation off and decreased the settings before turning the device back on the patient felt stimulation in the correct location and no longer felt stimulation in her leg. It was noted that the patient had recently lost 57 lbs.

Event description:
Additional information from the consumer reported that lead 4 lead to painful stimulation. Also, to resolve the painful stimulation, the lead was changed. Previous information noted that the patient used the term lead instead of program. Further information from the consumer reported that the event had nothing to do with leg pain, it was her bladder. It did not do what they expected, totally. No further information was provided